Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with vancomycin (route, dose, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. The action taken with peritoneal dialysis therapy was not reported. The patient has been retrained on aseptic technique. No additional information is available.